Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to contact hp for further assistance as the pump was out of warranty.